Event description:
It was reported that, during femoral vein cvc insertion, the physician observed the guidewire to be bent. There were no reports of patient injury, harm, or adverse health consequences associated with the event. The patient's condition was reported as fine. No medical intervention was necessary, and the procedure was completed after changing to another device.

Manufacturer narrative:
(B)(4).